Event description:
During a transfer of a resident using two cna's and a medcare lift n' weight, the resident came out of the sling and fell to the ground. The resident sustained injuries to her hip and leg and is currently hospitalized and on death watch. A medcare rep visited the facility the next morning to inspect the lift and investigate what happened. The lift passed inspection and was deemed to be in good working order. Also, the staff performed many transfers on the medcare rep with no issue. In my conversation with a staff member at the facility it was discovered that the resident has seizures. It is believed that the resident had a seizure during the transfer and was able to work herself out of the sling, causing the fall.

Manufacturer narrative:
When transferring a resident who can not control their head medcare recommends the use of a sling with head support. The sling used in this transfer did not have head support.